Event description:
Caller reported occlusion alarms the issue caused the customer's blood glucose level to reach 400 mg/dl. Customer resolved the issue by changing the cartridge and resuming insulin administration. There were no reported frequent or recurring occlusion issues, and no further assistance was necessary.